Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the hcp had found patient complaints on several websites. A patient reported they recently became keenly aware of now having a chronic condition as a result of a malfunctioning/faulty "lead (documented in medical records of the lead fracture)", as a result of the insterstim device. The implantable neurostimulator (ins) indication for use was not clear at the time of the report. There was no other information available.